Event description:
Customer called to report the insulin pump alarmed for cal error. Blood glucose reading was over 200 mg/dl while the sensor glucose reading was below 40 mg/dl. The most recent blood glucose reading was 222 mg/dl. The customer had treated with the insulin pump and felt fine. Customer mentioned that she was not using a sensor at the moment. Troubleshooting was performed. Advised customer on the proper calibration procedure. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.